Event description:
It was reported that upon deployment of the filter, fluoroscopy demonstrated that several filter legs were twisted. The filter was removed and another filter was successfully deployed without incident. Although no deployment difficulties were reported, the physician stated that the pt's lymph nodes were compressing the ivc wall.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.